Event description:
It was reported by staff that a hole was burned in the floor in the cysto room by the bottom of the bed. Upon inspection of the room, a broken burnt laser wire was found in the garbage can. Staff assigned to the room were questioned about the nature of the wire and were unaware of the incident occurring.